Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 494 mg/dl and experienced a loss of consciousness. Paramedics were called and upon their arrival, a reading of 28 mg/dl was obtained on their meter and customer was determined to have low blood sugar. Customer was treated with glucose serum and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Observed the sensor plug was fully seated. Removed the sensor plug and inspected the plug assembly; no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 494 mg/dl and experienced a loss of consciousness. Paramedics were called and upon their arrival, a reading of 28 mg/dl was obtained on their meter and customer was determined to have low blood sugar. Customer was treated with glucose serum and no further treatment was required. There was no report of death or permanent impairment associated with this event.